Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e 15.8 mg, gel air bubbles were observed as follows: lot 3222674- 75 tubes; lot 3317909 - 10 tubes; lot 3289116 - 4 tubes; lot 3257655 - 25 tubes. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3222674; d4. Medical device expiration date: 31-aug-2024; h4. Device manufacture date: 10-aug-2023; d4. Unique identifier (UDI) #:(B)(4). D4. Medical device lot #: 3317909; d4. Medical device expiration date: 30-nov-2024; h4. Device manufacture date: 13-nov-2023; d4. Unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 3289116; d4. Medical device expiration date: 31-oct-2024; h4. Device manufacture date: 16-oct-2023; d4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e 15.8 mg, gel air bubbles were observed as follows: lot 3222674- 75 tubes; lot 3317909 - 10 tubes; lot 3289116 - 4 tubes; lot 3257655 - 25 tubes. There was no health impact or consequences reported.